Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, high impedance and noise were observed. The lead will be monitored.